Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) due to receiving five shocks. The patient did have palpitations, however, did not feel dizzy or lightheaded. It was noted that the patient has a history of inducible ventricular tachycardia (vt) however, they were not able to induce at the time of the s-ICD implant procedure. Technical services (ts) reviewed the device data and noted it appears to be supraventricular tachycardia (svt). Ts provided troubleshooting options. The field representative mentioned on his way back to the room to capture sense vectors, the patient went back into svt and was shock another five times before he could interrogate the device to deactivate therapy. Therapy was exhausted and the shocks did not convert the arrythmia. Ts recommended to have the ER treat medically until the patient can the electrophysiologist. At this time, the system remains in service. No additional adverse patient effects were reported.